Event description:
It was reported that: "while inserting screw for acetabulum, tip of screwdriver broke."

Manufacturer narrative:
Evaluation summary: the results of the investigation performed indicated that the tip of the driver deformed due to torsional overload. This failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. The root cause of this event is likely user related. Device history review showed that no reported discrepancies.